Event description:
Per medical record received, two areas of significant paravalvular leak (pvl) were observed on the lateral and medial aspects of the valve. Per the medical record, the valve had normal leaflet mobility and there were no findings to indicate hypo attenuated leaflet thickening (halt). The perceived contributor to the pvl was the patient's native bicuspid valve.

Manufacturer narrative:
Based on the additional information received, investigation results suggest patient factors (bicuspid native valve) caused or contributed to the paravalvular leak. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The increased valve gradient was confirmed based on the medical record provided. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction after administrative review. The following sections of this report have been updated: health effect, clinical code. Patient symptoms were chest pain, shortness of breath, dizziness/lightheadedness, and palpitations.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26 mm sapien 3 ultra resilia transcatheter heart valve was implanted in a patient with a sievers type I bicuspid aortic valve morphology (fusion between the right coronary cusp and left coronary cusp). The implant procedure was completed without complication. Post-deployment assessment demonstrated no apparent paravalvular leak (pvl) and a low initial transvalvular gradient. Approximately 1 year and 10 months following the index procedure, the patient reported not feeling well and returned for clinical evaluation. Diagnostic assessment revealed concentric hypertrophy with a normal left ventricular ejection fraction (lvef) of 60-65%. Imaging identified hypo attenuated leaflet thickening (halt) and elevated transvalvular gradients measuring 50 mmhg peak and 25 mmhg mean. Two areas of significant pvl were also observed. Given the findings and the patient's clinical condition, the treating team determined that surgical intervention was the preferred management strategy. The sapien 3 ultra resilia valve was subsequently explanted, and a surgical aortic valve replacement was performed. According to available information, the patient is recovering well following surgery.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.